Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump sounded an alarm and insulin delivery was stopped. The customer did not provide the type of alarm received. There was no reported impact to the customer's blood glucose level. Tandem technical support reviewed the pump's t:connect data and there were no alarms, pump resets or malfunctions that would have stopped insulin delivery.